Event description:
On 11/12/96, the MFR received an explant data from the facility which states that the device was explanted on 11/5/96 due to infection. It additionally states that the device was sent to the lab on 11/5/96 per order of the physcicians. The device was stated to have been implanted within the abdomen for use in the pt's therapy.